Manufacturer narrative:
The date of event and implant date are estimated on or about dates that were determined by the information provided. Concomitant medical products: patient medications include but are not limited to: amlodipine, atenolol, atorvastatin, furosemide, latanoprost, nitroglycerin, omeprazole, and timolol prior to surgery.

Event description:
The following literature article was reviewed by gore: preservation of renal perfusion by hepatorenal and splenorenal bypasses before explantation of an infected abdominal aortic endograft brandon neil glousman, bs,a robyn macsata, md,a jillian catalanotti, md, mph,b shawn sarin, md,anton sidawy, md, mph,a and bao-ngoc nguyen, md,a washington, d.c. On unknown date estimated to be on or about (B)(6) 2009 a patient underwent endovascular treatment for an adominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On unknown date estimated to be on or about (B)(6) 2017, the patient presented with an infected abdominal aortic endograft with a right psoas abscess and lumbar osteomyelitis. The psoas abscess was drained percutaneously. Fluid obtained grew fusobacterium nucleatum. The patient, an active and highly functional individual, wished to pursue definitive management. No definitive cause for the infection was identified however speculation that a dental procedure a couple of months before led to infection. On (B)(6) 2018, the patient underwent an explant procedure and the infected endograft was surgically removed, and the aorta was ligated above the renal arteries after staged axillary-bifemoral, hepatorenal, and splenorenal bypasses.